Manufacturer narrative:
The event unit was returned for evaluation. Upon visual inspection, engineering noted blood and eschar buildup on the jaws of the device. Engineering analyzed the device activation logs that were extracted from a microchip in the device plug. The device activation logs showed a total of 26 activations. Of those, 1 activation resulted in a "reactivate switch released" alarm, which indicated premature release of the fuse activation button, and 7 activations resulted in a "check device" alarm. During functional testing, engineering activated the device on vessels and concluded that the device performed to specifications. The root cause of the tissue slipping and the root cause of the multiple errors described in the customer experienced as "check device" errors are unknown as engineering was unable to replicate the events. The root cause of the alarms observed as "reactive switch released" error during the procedure can be attributed to early release of the activation button. The instructions for use (IFU) states "release the fuse button when the seal cycle is complete." Applied medical will continue to monitor its vigilance system for trends and take appropriate actions as necessary to ensure the performance and safety of the products. This report is being filed as a result of a re-review of applied medical complaints received between june 1, 2014 and may 31, 2016. This retrospective review was associated with a quality management system (qms) compliance action plan developed and presented to FDA to address an (B)(6) 2015 warning letter. Applied medical has revised its MDR reporting criteria to be more conservative and has improved complaint handling and MDR reporting processes. The reviews ensured that recent reportable events were appropriately identified and reported to the designated regulatory authority(ies). This report, which represents the initial and final reports combined, is being submitted based on the findings of that retrospective review. In accordance to 21 cfr 803.56, if additional information is obtained which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.

Event description:
Total laparoscopic hysterectomy - "voyant gave multiple error codes. Surgeon also said tissue fell out of jaws as he sealed."